Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 2 ml (+/- 10%). A calibrated tubing set was used per the device release specification. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 100 ml/hr with a volume to be infused (vtbi) of 148 ml and the secondary line displayed a programmed rate on 100 ml/hr with a vtbi of 0 ml. The technology of the acclaim encore device list # 12237 does not contain a device history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the pump did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified volume of lactated ringers. No specific programming parameters were provided. At an unspecified time during shift change, the nurse noted that the pump display was incrementing; however, the "bag did not deliver." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.